Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant devices are: product ID: 8784, serial/lot #: (B)(6), ubd: 12-aug-2027, UDI#: (B)(4), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: catheter. Product ID: 8780, serial/lot #: (B)(6), ubd: 12-apr-2027, UDI#: (B)(4), implanted: (B)(6) 2025, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at 3.9 mg/day) via an implantable pump. It was reported that at refill, the expected reservoir volume was 13ml but the actual volume was 35ml. The patient denied any withdrawal symptoms. During catheter exploration surgery on (B)(6), the pump was flipped and the pump segment of the catheter twisted. There was no cerebrospinal fluid (csf) from the catheter access port (cap). The hcp replaced the twisted pump segment but there was still no csf flow. The hcp opened the spine incision, and found that the anchor was loose and the catheter twisted. The hcp untwisted the catheter and csf was free-flowing via the cap. The anchor was re-attached to the fascia.